Manufacturer narrative:
Section g5 PMA/510(k)# of the initial medwatch report indicates: blank section g5 PMA/510(k)# of the initial medwatch report should indicate: k102972.

Event description:
The customer contacted physio-control to report their device powered itself off and they also stated that it drains the batteries in the device. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report their device powered itself off and they also stated that it drains the batteries in the device. There was no patient use associated with the reported issue.